Manufacturer narrative:
Evaluation summary: the hospital purchased the al-al adaptor in (B)(6) 2019 and broken it on (B)(6) 2021. Although it was occurred over warranty period, it may not be durability problem since they said that they did not use so often. As a result of measuring the wall thickness of the broken part (n=3) in the stock, it was within the tolerance on the drawing. From (B)(6) 2016 as of (B)(6), there are only three complaints regarding the al-al adaptor. From these result, it was caused due to the fact that a strong load was applied on the broken part due to the moment of force and resulting in breakage. Correction information: d4: model#. D9: device available for evaluation. G6: follow up #1. H3: device evaluation. H6: coding changed based on the investigation result: type of investigation, investigation findings, and investigation conclusions. Additional information: b5: thetford hospital bought (B)(4) # 82005 and al-al in (B)(6) 2019 - vivideo account - they don't use fiberscopes often - after 10-15 procedures they broke the al-al adapter. Description of any actions taken: sold 2 x al-al. G3: date received by manufacturer. H2: type of follow up. This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
We didn't get any information. This device is not distributed in us so that unique identifier is blank. The customer did not return the defect to pentax, so we could not perform further investigation. This report is being filed as part of the pentax backlog management plan.

Event description:
The user noticed that the al-al adaptor was broken after procedure. This event occurred at the time of before use. There was no report of patient harm.